Manufacturer narrative:
Please retract this report 2017865-2026-10592, this product did not contribute to the event. This was reported as 2017865-2026-10324.

Event description:
It was reported that noise was observed on the right atrial (ra) lead and device. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.